Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and review revealed errors m-11, m-18 and c-06 on 03/04/2026. Functional testing revealed that th unit powered on normally and successfully cauterized across all ports and instruments without issue. However, a review of the internal erbe error log showed errors m-31, m-11, c-00, m-0b, m-1c and m-b0.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered issues firing the monopolar energy as an error m-11 occurred on the erbe generator. The customer changed the instrument and the issue resolved for a short time but then returned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had attempted to resolve the issue by replacing the monopolar energy cables and restart the erbe. The customer was able to complete the case with the erbe but had intermittent malfunctions. The issue resulted in a five-minute surgical delay.